Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device won't connect to get picture. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device won't connect to get picture. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to a smashed connector with scratched pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.